Event description:
Needle breakage. Needle broke during a laparoscopic procedure for the lysis of adhesions. The needle tip was located within the pelvic area adjacent to the urinary bladder. Retrieval of the needle tip required the conversion to an open laparotomy which extended the operative time approx 6 hrs.